Manufacturer narrative:
The reported event of high bipolar lead impedance was not confirmed upon analysis. All damages found on the returned lead segments were consistent with procedural damage. Furthermore, electrical tests did not find discontinuities or shorts on any conduction paths that would be responsible for a high impedance measurement.

Event description:
During follow-up, a high impedance measurement was observed on the right ventricular (rv) lead. The lead was explanted to resolve the event. The patient was stable with no adverse consequences.